Event description:
A customer reported that the system shut down prior to a surgical procedure. The surgery was started and completed using an alternate system with no impact to the pt.

Manufacturer narrative:
The system was examined and the reported event was replicated. The replaced printed circuit board (pcb) and power supply cable were replaced to address the issue. The system was then tested and met all product specs. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 8, 2005. Based on quality assurance assessment, the product met specs at the time of release. The cause of the reported event can be attributed to the printed circuit board (pcb) and power supply cable. However, how the components became nonconforming could not be conclusively determined. (B)(4).